Manufacturer narrative:
Integra has completed their internal investigation on march 14, 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the disassembly of the blade from the handle is confirmed. The blade broke at the level of the assembly with the handle by cylindrical pin. DHR review; no anomaly was found about design specifications relative to tip specifications, raw material, and heat treatment. The design changes history is also reviewed. No design changes were recorded on product code 219127nd during the last two years. Complaints history; this is the first incident for lot fdna manufactured on june 2015 and (B)(4) parts were released. The lot failure is (B)(4). Conclusion: additional control performed for the entire lot fdna was supposed to detect the risk of disassembly of blade from the body. So this additional control is not sufficient to prevent from the issue described in this complaint. The potential root causes identified during the investigation from CAPA pr (B)(4) could explain the breakage of the blade. The two potential root causes were: process of caulking reliable. Use of 2 half-cylindrical pins for assembly not adequate regarding the design of the body.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the screwdriver was broke at the handle. The issue was observed when the unit was in plastic bag in the warehouse. The breakage could occur during sterilization process or transfer to the operating room. No patient impact.